Manufacturer narrative:
In the returned state, the lead had been capped 79 cm proximal of the tip electrode. The proximal lead fragment was not available for analysis. The distal lead fragment was found to be severely stretched in length. An explantation set was located inside the distal fragment, and a thread was tied to the distal fragment. The returned fragment was visually inspected. 44 cm to 38 cm and 32.5 cm to 27 cm proximal of the tip electrode, the lead body was surrounded by tissue residue that seemed calcified. In addition, parts of the rv shock coil, the ring electrode, and the tip electrode and fixation were surrounded by tissue residues that appeared calcified, which could have led to the clinical observation. Damages, such as cuts into the lead body 63 cm proximal of the tip electrode, the deformed insulation and inner conductor helix in the distal area, the conductors protruding in the area of the rv shock coil, the deformed rv shock coil, and the stretched fixation were probably caused during the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that 68 months after implantation, during the follow-up, the impedance values were out of range (greater than 3000 ohms). A lead damage was suspected.